Event description:
It was reported that upon initial receipt of the device at the user facility, silver plating material was flaking off the device. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that upon initial receipt of the device at the user facility, silver plating material was flaking off the device. There were no adverse consequences related to this event.